Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: a plausible root cause could not be determined since the device was not returned and the surgeon did not confirm the device failure.

Event description:
It was reported that the implant was implanted and expanded during surgery. All intra-op x-ray showed the cage was expanded. When the patient came for follow up with the doctor saw the cage was fully collapsed. Tl cage backed out after surgery.

Event description:
It was reported that the acculif implant was implanted and expanded during surgery. All intra-op x-ray showed the cage was expanded. When the patient came for follow up with the doctor saw the cage was fully collapased. Tl cage backed out after surgery.